Event description:
It was reported that an end user who had been using the hollister new image ostomy barrier for over three years started experiencing skin inflammation and redness under the barrier over the last month. It was further reported that the end user tried steroid spray (triamcinolone spray) which seemed to help somewhat.

Manufacturer narrative:
The barrier was not saved; therefore, a device evaluation could not take place. A complaint history trend analysis was conducted for similar complaints and no adverse trends observed. A device history records (DHR) review was conducted and the records were complete and accurate. There was no report of product malfunction. Based on the information provided, a root cause could not be determined. Hollister will continue to monitor this reported issue.